Manufacturer narrative:
Submit date: 01/05/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a umbilical vessel catheter. The customer reports the rn noticed that the catheter hub had a crack with blood and fluid leaking along the edge of the catheter.